Manufacturer narrative:
A review of the device history record found non conformity of the device identified in-house but the subject device had no non conformity at manufacturing. The subject device was shipped in accordance to its specifications. It has been over 5 years since the subject device was manufactured. The root cause of the event could not be conclusively specified. Based on the results of investigation, the likely cause of malfunction was determined to be due to device leakage and water invaded the device while the user was handling the device and abnormality of electronic parts occurred which led to endoscope communication errors. The issue is identified in the instructions for use(IFU): user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk". Olympus will continue to monitor the field performance of this device.

Event description:
Follow-up information received from customer identified that the endoscope communication errors occurred upon testing prior to diagnostic colonoscopy procedure.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope displayed endoscope communication errors b30 and e315. The issue was found during preparation for use in an unknown procedure. The endoscope was plugged into the light source and the error codes appeared. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation regarding the b30 error code was confirmed, however the e315 error code was not reproduced. The device evaluation also found the following additional faults: the light guide lens was chipped, the leak check test found a leak from the air /water inlet and scope channel, the ID chip was not giving a reading due to fluid invasion, the camera switch was not working due to fluid invasion, there was low angulation in the up/down/left/right directions, and the light guide tube had minor scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.